Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: during investigation, visible moisture was found on the display. A crack in the battery compartment was found below the grip pad. A crack in the pump case was found between the battery compartment and the u groove. A leak test was performed and failed due to a crack in the pump case. The pump was opened to find moisture on the printed circuit board and moisture corrosion on the motor assembly.

Manufacturer narrative:
Follow-up #2, 31-march-2017- correction to serial#.